Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts were pulled and stretched proximally from the mid-section of the stent (1st ¿ 20th rows from the proximal end) to the proximal end extending 8 mm past the proximal end of the proximal markerband. The undamaged distal section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The tip was visually and microscopically examined and no signs of damage were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 23-may-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately calcified left circumflex artery. Serial balloon dilatation was done by a 2x12mm balloon and was followed by a 2.5x12 balloon. A 38x2.50 promus premier¿ drug-eluting stent was advanced however, the device was unable to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.